Event description:
The jaw broke from the grasper and the jaw and pin were retrieved; however, they are not sure if all the parts were found. Follow-up call to the user/facility determined there was no patient injury and no extended surgery time. The current status of the patient could not be provided. The user/facility faxed a picture of the instrument and retrieved pieces. The user/facility reported the instrument is owned and maintained by an outside service. The instrument was returned to their service provider. Contacted the user/facility's outside service. The instrument will be returned for investigation.